Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) leaked/ruptured sterile heparinized saline during the device preparation procedure. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU). There was no damage observed prior to opening the package. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The procedure was diagnostic with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The sealant was found partially exposed from the sealant sleeves, covering the balloon neck as received and not exposed to blood. No damages were observed with the sealant sleeves assembly. The procedural sheath and syringe were not returned with the device. In addition, the device was found with the stopcock opened. The balloon was observed fully deflated. Per functional analysis, leak testing was performed per the mynx control IFU, and the results revealed a tear in the balloon of the returned device. Also, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device and the sealant was found partially exposed from the sealant sleeves, covering the balloon neck as received and not exposed to blood. No damages were observed in the sealant sleeves assembly. The product history record (phr) review of lot f2227401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed, covering the balloon neck. However, the exact cause of the longitudinal tear found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during prep of the device, handling factors during prep are possible. Additionally, handling factors during prep also could have contributed to the premature exposure of the sealant observed, especially since there were no signs of blood exposure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ as warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) leaked/ruptured sterile heparin saline during the device preparation procedure. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU). There was no damage observed prior to opening the package. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The procedure was diagnostic with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.